Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Part #: 03.037.022. Lot #: f-34434. (B)(4). Release to warehouse date: 31 mar 2022. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the 6mm/9mm cannulated stepped drill bit (product code: 03.037.022 lot number: f-34434) is broken from the tip. This condition is consistent with allegation. No other issue was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 6mm/9mm cannulated stepped drill bit (product code: 03.037.022 lot number: f-34434). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022 that the doctor was implanting a tfna in the patients left femur. The patient had sclerotic bone making drilling difficult. The doctor placed the guide pin through the wire sleeve into the appropriate position in the patient¿s femoral neck and head. The doctor then measured and drilled the lateral cortex with the tapered drill bit. The doctor chose to use the 6mm/9mm cannulated stepped drill bit to prepare the path for the helical blade. While drilling, the end of the drill bit broke off and remained on the guide wire. The doctor decided to implant a shorter blade to avoid pushing the drill fragment into the joint. The drill fragments were retained in the patient¿s femoral head. The procedure continued without delay and was completed successfully. This report involves one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).